Event description:
While performing service to the ventilator, the manufacturers service technician reported the device diagnostic log history noted an occurrence of a +5v and/or +-12/24 volt power failure with a vent inop occurrence during subsequent restart into operation. The customer did not report the occurrence to the manufacturer previous to service. If a +5v/24/+-12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. There was no patient harm reported. There was no recurrence of the finding reported during testing. The service technician reported applicable final testing was completed and tests passed per operating specifications.